Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database against the product code found previous similar reported events. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The revision femoral/ tibial sleeve clamp no longer grips implant while trying to tighten the stem.